Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the system's hard drives. Communication was reestablished. System was tested to factory's specifications.

Event description:
Customer reported the dpm central station shut down, which may have affected telemetry monitoring. No pt injury was reported.